Event description:
Pt had 16fr coude foley inserted in ER. Pt later complained of being unable to urinate and no urinary output was noted by nurse. Staff were unable to deflate balloon to remove foley. Pt so uncomfortable that self removed catheter with balloon still inflated. Staff tried again after removal and were still unable to deflate balloon.